Event description:
Patient status post distal femur liss plate, screws with distal femur tumor resection and stabilization implanted on an unknown date returned to another surgeon. Patient experienced infection and a non-union. Surgeon removed the hardware on (B)(6) 2011 with patient being revised to ex-fix. The infected area was washed and treated with antibiotics. Hardware was discarded, the original procedure was performed at another hospital. This is nine of twelve reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.